Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during an unknown procedure, an unknown aiming arm failed to match up correctly with the corresponding locking holes of multiloc humeral nail during insertion. But prior to implant insertion, an aiming arm was checked for alignment and was appeared satisfactory. However, once positioned in the humerus, there was a sufficient 'play' in the construct to prevent the distal locking holes of the nail to line up correctly with an aiming arm. Upon removal of the instruments, it was noted that there was a missing locking tooth for the joint between an unknown insertion handle and an aiming arm. The surgery was completed successfully with a prolonged surgical delay. It is unknown if how was the surgery completed. Patient and procedure outcome were unknown. This report is for one (1) 9.5mm ti multiloc prox humeral nail. This is report 1 of 3 for complaint (B)(4).

Event description:
Additional information was received from the reporting stating that there was no allegation of deficiency. The device functioned as intended.

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. Additional information was received from the reporting stating that there was no allegation of deficiency. The device functioned as intended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.